Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported to field rep that she was getting ¿shocking¿ in her legs. She claimed that this was not ¿overstimulation from the device¿ that it was something different. She also stated it was not due to ¿me changing positions and getting a little stronger¿. The caller reviewed that the patient reported that they are getting dramatic jolting sensations sometimes. The patient does not feel like it occurs with posture changes. The rep recommended that therapy be turned off. With therapy off and the ins charged the patient is concerned that they were still going to get the jolting sensations. The physician reviewed x-rays and their evaluation was that the implanted components were in the expected locations. The caller asked information about troubleshooting. Tss reviewed information. The caller plans to follow-up with the patient. The caller stated that the adaptivestim programming information and impedance values looked normal. The manufacturer representative (rep) indicated they would send any further information as they become aware.